Event description:
Clinical trial. It was reported that 246 days post index procedure, the patient experienced a stent thrombosis (st) and target vessel revascularization (tvr). The index procedure treated a de novo lesion in the first obtuse marginal (1st om). The lesion was 3 mm wide, 12 mm long, and 80% stenosed. There was moderate calcification and severe tortuousity. The physician direct stented the lesion using a 3.0 x 12 mm taxus express2 drug eluting stent. The patient received integrilin during the procedure. Residual stenosis was 0%. The patient was discharged one day post index procedure receiving aspirin and plavix. On day 246, the patient experienced an st. The st was confirmed by angiography. The patient received a cypher stent to the proximal circumflex to treat the st. The st resolved that day and the patient was also discharged that day. In the opinion of the physician, there is an unknown relationship between the st/tvr and the taxus express2 stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 6301549 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.